Event description:
It was reported that the customer requested assistance in copying the data set from a cd to the hdd of the itrak 3500l system. Ther was no report of pt. Injury.

Manufacturer narrative:
A ge rep coached the customer through the process of copying data from a cd into the hdd of the itrak system. Ther were no further problems or issues identified.